Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion is unknown. The 15mm x 2.50mm apex balloon catheter was advanced to the lesion and ruptured on the second inflation at an unknown pressure. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)